Event description:
A malfunction alarm (malf 9) was reported by the customer, who was unable to reset the device due to not having a charging pad at work. There was no adverse impact to the customer's blood glucose level. The customer planned to follow up with a pump reset once the charging pad was available, and technical support was set to continue monitoring the situation. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.